Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. The baseline age of the patients referenced in the article is 6 years old. Referenced article: ¿placement of reveal linq device in the left anterior axillary position.¿ pediatric cardiology. 2020; 41(1):181-185. Doi: 10.1007/s00246-019-02242-9. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding implantable loop recorders (ilrs). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique serial numbers with the available information provided. The author reported that there was one patient who had their device explanted due to a ¿possible infection.¿ the status/disposition of the ilr is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.